Event description:
Disorder of (B)(6).the taper lock was irremovable which was attaching stem and sleeve. The lock was not opened even the doctor had bumped minus driver at median center of stem and sleeve. Finally the thighbone was divided vertically and removed the device. The surgery was delayed over 30 min.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices by depuy commercialized product development finds the evidence presented suggests repeated dislocation of the parts, but no wear score was identified by the redlux testing suggesting this was not a gross effect regarding wear of the parts. Fretting corrosion was identified between the head and stem taper interfaces. The customer reported that they expected to be able to unlock the stem and sleeve after several years of in-vivo use. Whilst in many cases it is possible to unlock these tapers, it is to be expected that on occasion they will be locked in position and the design intent is to provide locking rather than the reverse. Review of device history records finds no related manufacturing deviations that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. No product contribution has been identified in conjunction to the reported observation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.